Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, full defib and keypad functionality testing without duplicating the report. The device was recertified and returned to the customer. The multi-function cable used was not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.